Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit don't inflate the ball. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) found poor vacuum performance due to leaking k8 valve on the drive assembly. Requires replacement of the main valve assembly. The spare parts have been ordered now. Replacement of the drive manifold to resolve the issue. Operation tests and tests with positive outcome, the fault did not cause damage to operators/patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit don't inflate the ball.